Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had error message as leak detected. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge fse arrived onsite and observed the error log recorded 37, 57, and 62. The errors listed are associated with autofill and purge issues. Powered on unit and allowed system to boot up in clinical app. No errors. Was able to connect balloon catheter and complete a successful autofill. Boot cs300 in service menu and completed the pneumatic performance test and verified that the unit was able to perform within specifications. Motor functional test completed without issues. Safety disk leak test and ¿k¿ valve test passed without issues. No indication of a leak. Opened instrument to visually inspect tubing integrity. Could not duplicate the exact error during testing. Unit is due for pm on sa-00021758. Verified that unit was due for 10k service (11,056 hours). As a troubleshooting step. Installed a 5k rebuild kit. Compressor tubing in good condition. Completed pm procedure after the repair. Unit was able to autofill and inflate and deflate balloon without issues.